Event description:
A user facility reported to rxsight that a light adjustable lens (lal, sn (B)(6), +17.0d) was explanted and another lal was implanted as a replacement. Rxsight's first awareness of this event was on (B)(6) 2023.

Manufacturer narrative:
The device history record for the manufacturing lot was reviewed and there were no discrepancies or unusual findings. Manufacturer reference #: (B)(4).